Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed that the patient's complaint was confirmed, the device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. The device is pulling max current (1a) while charging not under 30ma like a normal sled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they encountered scrolling battery lights on the recharger. They do not keep the recharger on the dock between uses and it had depleted before they placed it on the dock today when they encountered this issue. Patient attempted hard reset but this did not resolve the issue. Agent ordered a replacement recharger via repair and recommended patient keep their recharger on the dock and connected to power going forward to prevent this issue from occurring.